Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. It was noted that the implantable cardioverter defibrillator exhibited intermittent post sensed t-wave oversensing and none of the events fell into the therapy zones. The patient did not receive therapy during the oversensing. No intervention was performed, and the device remains implanted. The patient was stable and will continue to be monitored.